Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the set screw. The torque wrench tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The torque wrench was returned, and the tip was replaced. The fracture surface of the tip was smooth and normal to its cross section indicating a shear failure. The torque wrench was torque tested and determined to be within calibration; therefore, the torque wrench was most likely over-torqued.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the set screw. The torque wrench tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.